Manufacturer narrative:
The device was returned to our us facility on march 16, 2026. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
The event occurred in canada. It was reported that the l-hook being used during case when insulating rubber on end of hook appeared to look burnt/frayed and started to peel back. Site was surprised since l-hook was inspected prior to use. Some interference with the video was also noted. No negative impact in state of health reported.